Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 35 previously reported events are included in this follow-up record. Product return status: 2 devices were received. 33 devices were evaluated based on historical data analysis. Additional information: 35 devices were not reprocessed or reused.

Event description:
This report summarizes 35 malfunction events in which the device reportedly overheated. 30 events had no patient involvement; no patient impact. 5 events had patient involvement; no patient impact.

Event description:
This report summarizes 35 malfunction events in which the device reportedly overheated. 30 events had no patient involvement; no patient impact. 5 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 35 events were reported for this quarter. Product return status: 1 device was received. 33 devices were evaluated based on historical data analysis. 1 device investigation type has not yet been determined. Additional information: 35 devices were not labeled for single-use. 35 devices were reprocessed or reused.